Event description:
It was reported by the robotics coordinator that prior to a da vinci-assisted incisional hernia -ipom procedure, a third-party cautery bovie pen was laying on the patient and connected to the erbe. There was a mark seen on the patient which could have been caused by unintentional cautery activation. It is not known if this mark existed on the patient prior to the surgery. The surgeon placed the port in the location of the mark, so no additional intervention was required. The surgeon has requested the bovie pen and erbe be tested. Intuitive surgical, inc. (Isi) technical support engineer (tse) informed caller that the bovie pen is not an intuitive surgical, inc. (Isi) product and could not be tested by isi, but the erbe generator will be tested. There were no related errors in logs. The tse was informed that the vision side cart (vsc) foot pedals were located in the drawer of the vision side cart (vsc) when the issue occurred. The caller was unsure of the bovie pen was connected to the top or bottom monopolar port of the generator. On 23-aug-2021, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon was not sitting at the surgeon¿s console at that time but was standing around the patient. A third-party cautery pen was installed on the erbe generator, and he heard a sound like the pen was activated. He saw a 2 mm mark on the patient¿s skin. He is not sure if the mark was a burn, was present before the incident, or was caused by the bovie pen. He excised the mark and inserted a port at that area. The excised skin was not sent to pathology for testing. The procedure was completed as planned. The staff did not hear any sound when the issue occurred. There was no smoke plume or smell of charred skin. On 31-aug-2021, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the burn was 2 x 3 mm in size and probably a second to third degree burn. The bovie pen does not have an auto fire function. It is connected to the erbe generator and activated by a button situated on the pen. It does not need pedals to activate the cautery function. It is normally placed in a holster when not in use. The system and instruments were inspected before use and there was nothing out of the ordinary seen. The same bovie pen and erbe generator were used for the procedure and there were no issues. There were also no issues with the other cautery instruments (monopolar curved scissors and fenestrated bipolar forceps) that were used during the procedure. No arcing was seen. The same generator has been used in subsequent procedures with no problem. No video or images are available for evaluation. Demographic information/medical history and relevant investigation were asked but not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and verified full function of erbe monopolar activation. There were no intermittent firings found or any evidence that the erbe may have fired without a command. The system was tested and verified as ready for use. A review of the system and instrument logs (attached) has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaints filed against the instruments. Advanced logs were reviewed by isi advanced failure analysis (afa) engineer, and it does show some blips of energy were applied before the da vinci was used but it cannot be confirmed if these energy activations refer to the event in question. It is not possible to determine whether the energy activation was intentional or accidental. The afa also provided the following observations: from available information, the pen was activated at the bedside, not at the surgeon¿s console. It is very unlikely that the erbe generator activated the bovie pen on its own. Some precautions the site could have taken to prevent this incident are to disconnect the cautery pen when not in use, to take care when placing the pen down, place the pen on the bedside table or holster instead of directly on patient¿s skin when not in use. No image or video clip for the reported event was submitted to isi for review. This event is being reported due to the following conclusion: a third-party cautery bovie pen was laying on the patient and connected to the erbe generator. There was a mark seen on the patient which could have been caused by unintentional cautery activation. The burn was described as 2 x 3 mm in size and probably a second to third degree burn. The mark was excised, and the surgeon inserted a port at that area. The procedure went on and completed as planned.